Manufacturer narrative:
It was reported to philips that the device was failing the operational check with a shock malfunction. The customer requested that the device be returned for bench repair. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a faulty capacitor. Based on the conclusion of the investigation, it was determined that this was a malfunction of the capacitor. The capacitor was replaced and the device passed all testing. The device was returned to the customer. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the device failing operational check. There was no patient involvement.